Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with hypotonic retinopathy on (B)(6). Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotonic retinopathy on oct; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. It is assumed that the reference to "hypotonic retinopathy" is intended to mean "hypotonic maculopathy". Insufficient information (e.g., patient preoperative condition, intraoperative complications, or postoperative events/conditions that may have affected the patient's intraocular pressure) is provided for a detailed evaluation of the case. There is no mention of system failure. Possible root cause is that hypotony maculopathy is an established risk associated with system use, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).